Event description:
One patient sample generated a creatinine result of 8.65 mg/dl and was reported to the doctor. The doctor questioned the result and the test was repeated with a result of 0.67 mg/dl. A corrected report was then sent. The sample was repeated a second time in 2009 with a result of 0.68 mg/dl. There was no change to the patient treatment as the doctor had questioned the result and requested confirmation.

Manufacturer narrative:
The field service representative could not determine a cause and stated there were no problems with the analyzer. He noted as part of preventive maintenance he replaced the reaction cells and photometer lamp, performed an incubation bath exchange and performed a cell blank. He ran qc with all results within the user's ranges.